Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received 8/31/2020 from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported the patient was implanted last week and still has pain at the incision site and the incision appears somewhat green. Recommended patient follow up with managing physician regarding symptoms and patient confirmed they have an appointment today. Additional information was received from the patient on 9/24/2020: patient reports they ended up having an infection, treated with antibiotics and it is almost healed. Device is still implanted and is working well for them.